Event description:
It was reported that the customer received multiple occlusion alarms during bolus delivery. The customer's blood glucose level was between 200-300 mg/dl. The customer reverted to manual insulin injections for diabetes management. Tandem technical support performed a system check on the current cartridge and infusion tubing; the system function as expected.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.